Event description:
A malfunction alarm was reported with a display of malfunction code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, and therefore, there was no adverse impact reported. Prior to contacting support, the customer reset the pump, which resolved the issue, as the malfunction code did not recur. Technical support provided pump reset information and instructed the customer to call back if any issues reoccurred, which the customer acknowledged.